Event description:
It was reported that the right ventricular (rv) lead had poor sensing and chronically high thresholds. Also, the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was noted that the patient had received many high voltage therapies over the past year, as well as, anti-tachycardia pacing that was at a high output which may have caused the early depletion. The rv lead was cut, capped and a new rv lead was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 694758 implantable tachy lead (B)(6) 2008, 507652 implantable pacing lead (B)(6) 2008. (B)(4).